Event description:
Use of bariatric walker on (B)(6) 2011 by (B)(6) man to assist himself from a sitting position to a standing position. As the man put weight on the walker in standing up, the right front leg of the walker broke off about 12 inches from the floor. The walker fell forward and the patient fell over with the walker.